Event description:
The user facility reported to have experienced difficulty removing a large polyp during a therapeutic colonoscopy. The snare loop was reportedly stuck around the base of the large polyp located near the rectum after the users attempted to have placed the device approximately five to six times. After attempts to remove the snare from the polyp by manipulation failed, the users elected to cut the proximal end of the operating wire below the handle and transferred the patient to the surgery room for surgical removal. The snare and polyp was reported to have been successfully removed from the patient, and the patient did not experience an injury. The patient was kept at the hospital for observation for several hours and was released on the same day.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus followed up with the user facility and was informed that the device had been successfully used to remove two other polyps on the same patient prior to the reported event. The electrocautery unit used with this device at the time was said to have initially been set for coagulation mode only, and then increased to cut and coagulation at higher settings without result. No information was provided as to how the snare was released. The cause of the user's experience cannot be conclusively determined at this time. This report is being submitted as a medical device report in an abundance of caution.